Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-200a, vcare 200a ¿ small was being used during a robotic hysterectomy procedure on (B)(6) 2024 date when it was reported ¿the tip of vcare manipulator broke off during removal of the item after the colpotomy was completed. The surgeon removed the piece without any issue. No harm occurred to the patient and there was no delay.¿. The procedure was completed without the use of an alternate device and no delay was reported. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-200a in opened original packaging. Lot number was verified. Performed a visual inspection, the device was returned disassembled with the balloon, cervical cup and blue cone detached. There is evidence of adhesion at the distal tip of the shaft where the balloon was attached. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be lot variation within the heat shrink material adhesive properties. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 60-6085-200a, vcare 200a ¿ small was being used during a robotic hysterectomy procedure on (B)(6) 2024 date when it was reported ¿the tip of vcare manipulator broke off during removal of the item after the colpotomy was completed. The surgeon removed the piece without any issue. No harm occurred to the patient and there was no delay.¿. The procedure was completed without the use of an alternate device and no delay was reported. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.